Manufacturer narrative:
(B)(4). This is a report of a use error where solution leaked out of a unused line due to an open clamp. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted.

Event description:
It was reported that solution came out of one of the unused lines due to an open clamp during peritoneal dialysis therapy. The patient would continue therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.